Event description:
It was reported that a device would not turn on. There was no reported patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 09/11/2019 to the present date 10/19/2020 and confirmed that this device was previously returned for servicing. Device had similar / no similar service repair history. There were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that a device would not turn on. There was no reported patient involvement.